Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device (date not reported).